Event description:
It was reported that 5 minutes and 30 seconds into the therapy cycle for a uterine ablation procedure. The physician noticed a rapid drop in balloon pressure. The catheter was removed and it was noted that there was a hole in the catheter. The physician believes the catheter burst inside the pt. The pt was held overnight for observation. No adverse pt consequences reported.